Manufacturer narrative:
The lead was returned to our post-market quality assurance laboratory in two segments. Microscopic inspection confirmed that the outer coil was fractured approximately 36.7 cm from the terminal pin. Historical data shows that a single fracture in the outer coil is consistent with fatigue due to surface imperfection. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle-first rib region.

Event description:
It was reported that the right atrial (ra) lead is malfuctioning, with abnormal impedance measurements of 3000 ohms. Subsequently the lead was explanted.

Event description:
It was reported that the right atrial (ra) lead is malfunctioning, with abnormal impedance measurements of 3000 ohms. Subsequently the lead was explanted. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.